Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a restart/alert 38 motor stall on the ilet, after which the agent guided a supply change and device restart, new infusion supplies were inserted, and insulin delivery resumed; the user is on a teflon 6 mm 23 inch infusion set and disclosed they had never changed the connector, with blood glucose impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.